Manufacturer narrative:
This report is submitted on 28 october 2019.

Event description:
Per the clinic, the patient experienced nausea and pain at implant site; subsequently the patient was treated with steroid injections (date and duration not reported).

Manufacturer narrative:
It was reported the patient experienced infection at implant site. This report is submitted on 20 november 2019.